Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well post-operatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7073992/7073996.